Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button cover was missing as well as internal components, making the front response button not functional. The root cause of the missing response button cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor response button cover was missing and response button was not functioning.